Event description:
It was reported that the patient had their device explanted on (B)(6) 2014. The patient noted that they were hit by a car a few months prior to the report and the stimulator stopped working the same. The patient stopped using their battery and it eventually reached end of life (eol). Before the battery revision the impedances were checked and the impedances on electrodes 11 and 12 were >10,000 ohms. The patient¿s active programs were not using electrode 11 and 12. The physician decided to only replace the battery and see how the patient¿s coverage was before going back to revise the leads. After the battery switch out the impedances on electrodes 11 and 12 still showed >10,000 ohms. The leads were not tested with the multi-lead trialing cable per the physician¿s decision. The doctor wanted the patient to be reprogrammed to see where the coverage was and if they could program around the high impedance electrodes since the patient hadn¿t used their stimulation in a while and didn¿t remember what the coverage was like. The cause of the event was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. This report contains information on the replacement stimulator. For information regarding the previous stimulator please refer to manufacturer report # 3004209178-2014-17520.

Event description:
Additional information received reported that only 1 implantable neurostimulator (ins) had been explanted and not 2. The manufacturer representative had not had any follow-up interaction with the patient and therefore had no updates on the patient¿s status. No other information was known at this time; this event will be updated if additional information is received. Refer to manufacturer report #3004209178-2014-17520.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).